Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during pre-implant preparations, an interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted, however, was unsuccessful. Boston scientific technical services (ts) discussed how to perform a 60/60 reset. A 60/60 reset was performed, however, the device was still unable to be interrogated with a programmer. There was no patient involvement and the device has not been used for implant.

Event description:
Additional information was received that the device was taken to another room and was able to be successfully interrogated after a programmer reboot. Potential telemetry interference was suspected.